Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported an issue with their freestyle flash blood glucose monitor. Upon product investigation, it was discovered the meter exhibited the memory overwrite malfunction. The customer reported feeling symptoms of low blood glucose and going to their doctor's office. Customer reported taking glucophage to stabilize glucose levels.